Manufacturer narrative:
The patient did not report any falls, injuries, or other events that are likely to have contributed to movement of the implanted components. There are no allegations or indications of any component malfunction and the system appeared to be functioning as expected prior to migration taking place. The placement of the ipg appears to have been in close proximity to the surgical incision, possibly allowing for pressure against the sensitive location.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 after participating in a successful trial and wear study. The system was placed in the left lower extremity to treat knee pain. Approximately 4 months after implant, the patient requested to have the system removed. Per the patient, the implantable pulse generator (ipg) was pressing against the underside of the surgical incision and causing discomfort. Additionally, the patient was initially receiving 50-60% pain relief, but then reported loss of therapy at the desired location. Imaging performed by the medical office suggested lead migration as the cause for loss of therapy. The patient was offered to have the system revised to reposition however the decision was made to explant as the patient was preparing for a total knee replacement.